Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose device after a percutaneous coronary intervention (pci) procedure] using a small-bore sheath (</=8f). Reportedly, hemostasis was not achieved with the starclose clip. The clip may have been deployed in fatty tissue. Manual arterial compression was applied to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the return device. The reported clip malposition could not be confirmed as the clip was not returned the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and observations from the returned device, the investigation determined that the reported issue appears to be related to operational context. In this case, incorrect positioning of the device, and/or device pulled back during clip deployment or interactions with patient anatomy led to the clip being deployed in the subcutaneous tissue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.